Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that during a battery change, it was noted the battery compartment was cracked and the battery cap would not secure properly to the pump. The reporter denied damage to the battery cap and stated the yellow o-ring on the cap was visible when the cap was on the pump. The reporter confirmed that the battery cap had never been replaced on the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11-apr-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked and returned battery cap had stripped threads. The battery cap was not able to fit securely to maintain an electrical connection. A test battery cap was able to secure and power on the pump. The pump powered on with the test cap with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.